Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell to the ground and the touch screen became shattered and unresponsive. Reportedly, the touch screen kept flickering on and off and prevented the customer from accessing the pump features. Customer¿s blood glucose was 185 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.